Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of a -17.50/3.50/93 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2023. On (B)(6) 2024, the lens was removed and replaced for a shorter length lens due to excessive vault. The problem was resolved. The status of the eye is reported as, "eye quiet." Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -17.50/3.50/93 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2023. On (B)(6) 2024, the lens lens was removed and replaced for a shorter length lens due to excessive vault. The problem was resolved. The status of the eye is reported as, "eye quiet."

Manufacturer narrative:
A4-a6:unk. Claim#: (B)(4)